Manufacturer narrative:
(B) (4): evaluation results: relevant device used for post-dilatation activities.

Event description:
A 1.5mm diameter x 10mm length sprinter legend balloon dilatation catheter was used to post dilate a stent deployed in the lad # 6; however, it was reported that the balloon of relevant device ruptured during first inflation at 9 atm. No abnormalities were noted during preparation and inspection of the device prior to use. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The transition tubing was bent approx 9cm proximal to the guide wire entry port. The balloon had a radial tear and was detached at the balloon bond. There was also a longitudinal tear along the balloon working length into the distal balloon cone. The inner shaft just distal to the marker band appeared kinked and flattened. No other evidence of damage was noted on the balloon material. It was confirmed from the field that the balloon gradually lost pressure. It is possible that the balloon material may have been damaged during the inflation due to loose plaque in the lesion resulting in the balloon rupture; however, this cannot be confirmed. Three still cine procedural images were provided for review nevertheless due to the poor quality of the images, it was not possible to confirm the presence of the relevant device in the vessel. It is also possible that the balloon material may have been further damaged during retraction of the device from the patient resulting in the radial tear as seen on the returned device through this also cannot be confirmed. As it was confirmed that no issues were noted with the device during prep and given the manufacturing controls in place it appears most likely that the operational context was the root cause of the event. The sprinter legend is not recommended for post dilation of a deployed stent. The device was not identified as the root cause of the event.